Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an issue with one infusion set, specifically that the cannula was bent and led to insulin flow blocked alarms. The patient experienced high blood glucose levels (bg) due to insulin flow blocked. Bg was high when admitted to the hospital. The event occurred on 29-jun-2024. The reason for hospitalization was diabetic ketoacidosis (dka). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.